Event description:
It was reported that this brady lead was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this brady lead was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information received indicates that the lead was dislodged. The lead is available for evaluation.